Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the nurse removed the gripper from the patient, the needle did not engage into the safety device. This resulted in a needle stick to the nurse. The nurse is believed to be receiving treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No permanent adverse effects to patient or user reported.